Event description:
Several guns misfired, another would not re-charge. Used 5 needles and 13 attempts to get 5 sample cores from pt's breast. 2/25/00 spoke with radiology. Rptr indicated that a total of three needles were used making total of 13 attempts to obtain 5 cores. No hemorrhage or other adverse event reported.